Event description:
Upon delivery of 6 hydromorphone pca bags, pt discovered 1 bag had leaked and emptied completely. Upon further investigation, a 2nd bag was also leaking. Pt also called over following weekend to report that a 3rd bag showed signs of leaking in the tubing portion of bag. Bags were emptied by pt and returned to pharmacy to analyze. Bag #1 had a tear in the seam, bag #2 had a pin prick-sized hole in seam and bag #3 had no evidence of tears or holes.